Manufacturer narrative:
No product was returned for inspection. An x-ray image shows that the implant is fractured at the collar while in the surgical site. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. DHR review was completed for the subject lot number was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: n/a. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's email not provided/unknown. Additional 510k number: k943604. Device not returned.

Event description:
It was reported that the implant (1989) fractured. The implant could not be removed due to osseo-integration. In the future, the bridge will be placed in the site of 1st premolar/1st molar. Tooth location 29.